Event description:
The dealer reported that the pivot arm assembly was broken on their power chair. This issue could cause product instability and the user could have difficulty exiting and entering the chair, causing them to fall.